Event description:
Customer reports lancet sticks out while using the softclix plus lancet device. Unable to confirm if lancet was protruding prior to device being fired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.